Event description:
Pt's skin turned blue to face and neck, blue-green to trunk and dusky blue to distal extremities after receiving tube feeding formula via colormark tubing. Pt had a mitral valve replacement, renal failure-hemodialysis, respiratory failure. The pt was not taking any drugs known to cause discoloration. Pt was receiving nepro at 40 cc/hr from 10/19/00 - 10/31/00 via ngt. Pt was on a ventilator until time of death. Pt was made "do not resuscitate" on 10/31/00. Pressors were stopped on 11/1/00. Bp dropped and became asystolic. Pt turned blue. Pt had multisystem failure, and staph. No autopsy completed, no pictures.